Event description:
It was reported that the dependent patient was seen in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation mode. No intervention was reported. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.